Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Analysis identified product does not meet specification. Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm, problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime, basic occlusion, force sensor, occlusion test, current measurements and self test due to critical pump error.